Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry. Visual inspection found the lens haptic broken. Dimensional inspection found the lens within specifications. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vtich12.6; +1.50/+3.50/076 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced lens rotation not associated to low vaulting. On (B)(6) 2024the lens was exchanged with a longer length lens and this resolved the problem.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).